Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported resistance was felt with the angio-seal evolution when the locator/insertion sheath assembly was inserted into the artery. The assembly was rotated 90 degrees, however, the resistance was still felt. The assembly was withdrawn and successfully removed from the patient. When the assembly was observed, a kink was found on the locator portion at the tip of the assembly. The angio-seal was not used and manual compression was then applied to achieve hemostasis. Blood loss was less than 250 cc's. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was a 6fr. There was no health damage to the patient. No equipment or other devices were used with the above product.